Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 224 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 175 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/23/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating that his results have been at least 60 points higher than what his normal results run. Customer states he usually never runs over 175 mg/dl while fasting in the morning. Customer states that his results tend to run lower in the evenings when he tests. Customer states he monitors what he eats and have a family history of diabetes. Customer states he is not sure of the year set in the monitor because the date and time are incorrect.